Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient wanted their system explanted due to ineffective therapy. During the explant, a couple of contacts came off the paddle lead and were left inside the patient.